Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device shock has not been delivered during use. Patient involvement and outcome are currently unknown; additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(4) is being considered a duplicate of (B)(4). Please refer to (B)(4) and 1218950-2019-07688 for details on the investigation and conclusion of this case. This MDR (above) coded identical to MDR 1218950-2019-07688 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device shock has not been delivered during use. (B)(4) is being considered a duplicate of (B)(4) as the serial numbers are the same and the event was reported through two different sources. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Updating labeled for single use field.